Event description:
It was reported that the patient went to the hospital due to the patient alert. At follow up, there was noise on the rv channel, instable pacing lead impedance and a high short interval count. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.